Manufacturer narrative:
For this event, the investigation determined the issue was resolved by the maintenance actions. The follow up actions for this event was that the customer replaced the pinch valve tubes, procell, and cleancell. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable non-reproducible results were generated by the cobas e411 rack analyzer. The event involved a total of 1 patient with the following: 1 questionable result for ft3, 1 questionable result for ft4. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient's gender was requested, but was not provided. The patient's race was requested, but was not provided. The patient's ethnicity was requested but was not provided.